Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) reported a consumer with a very complicated medical history of wilsons's disease, nutritional disorder, primary torsion dystonia, acquired torsion dystonia, chronic pain, cerebral palsy, constipation, disorder of gi tract, spastic paresis, neuralgia, seizures, vomiting, diarrhea, elevated liver enzymes, and mitochondrial metabolism defect. The consumer's recent history included gi issues including mucousy stools, bloating, and vomiting. The consumer was positive for c. Diff in (B)(6) 2016. In (B)(6) 2016 they were admitted to the hospital with aspiration pneumonia, vomiting, and fever, and were discharged on (B)(6) 2016. It was noted the consumer experienced chronic pain and a five pound weight loss was noted in (B)(6) 2016. On (B)(6) 2016 the dbs battery was alarming so an attempt was made to schedule a battery replacement. On (B)(6) 2016 the consumer once again experienced vomiting and a low grade fever, and was readmitted to the hospital on (B)(6) 2016 with concerns about their gallbladder. Due to the issues the dbs battery replacement surgery was put on hold. On (B)(6) 2016 the vomiting continued, but a gallbladder issue was ruled out. Instead the consumer was diagnosed with pneumonia and a bowel obstruction. On (B)(6) 2016 their g-tube was removed and replaced with a j-tube. The consumer was discharged on (B)(6) 2016, but was readmitted to the hospital on (B)(6) 2016 for vomiting; the dbs battery replacement remained on hold. On (B)(6) 2016 hospice and comfort care was discussed, but the family wasn't ready to make this decision. By (B)(6) 2016 the consumer was having seizures again and their muscle contractions were worsening. Documentation from (B)(6) 2016 showed the consumer weighed 78.4 pounds (down from 92 pounds previously). As of (B)(6) 2016 the consumer was receiving hospice care at home as their bowels had failed and they had lost more than 20 pounds. Due to health issues all follow-up appointments were cancelled as the family was unable to travel with them anymore. A later report noted the consumer died as of (B)(6) 2016, but it wasn't thought to be related to the device, but rather due to a "complicated progressive diagnosis which led to multiple complications associated with it." Relevant medical history includes dystonia and movement disorders. Refer to manufacturing report #3004209178-2016-22816.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.